Event description:
The user facility reported a 65-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that following impella cp implant, the patient lost distal pulse in their right leg. The loss in pulse coincided with symptoms of pain in the lower extremity. Vascular surgery was performed to initially address the condition, but the decision was ultimately made to explant the pump.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿.

Manufacturer narrative:
The investigation for the reported limb ischemia has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the limb ischemia could not be determined.